Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced sensory paraplegia. In turn, surgical intervention was undertaken to explant the lead which resolved the issue. A MRI was performed post-operatively and revealed a hematoma or lesion near the lead site.